Manufacturer narrative:
(B)(4). Concomitant medical devices: biomet g7 lateral positioning guide cat# 110003456 lot# zb170105; biomet g7 positioning guide post cat# 110018823 lot# zb161203; biomet g7 curved acet shell inserter cat# 110003453 lot# 544310. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while trying to disassemble after the case, the positioning guide rod broke off, making it impossible to take the remaining items apart. This was after the case and had no impact on the patient or case whatsoever. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A g7 positioning guide rod was returned and evaluated against the complaint. Upon receipt, the guide rod is also assembled with g7 lateral positioning guide, g7 positioning guide post and g7 curved acet shell inserter. The guide rod is fractured between the threads and the head. The threads and shaft of the guide rod remain assembled to the positioning guide post. The threads can be seen protruding from the guide post. The guide post is not securely fastened to the inserter and rotates freely around the inserter. The guide post is fastened such that it cannot be removed from the inserter by hand. The surface of the head has been scratched and nicked. The device has an approximate field age of 2 years 4 months. It is unknown how many times the device has been used. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported no further event information available at the time of this report.